Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was used on a blood vessel. Staples on the patient side were not caught in the tissue and fell off in the surgical field. The surgeon confirmed the tissue and found out that it was not stapled. Bleeding was confirmed. Nothing fell into the patient's cavity. The procedure was completed with manual suturing.